Event description:
Patient noticed pain in the rib while doing therapy. With each treatment over the next week, the pain increased. Pt had a chest x-ray and it was determined they had a fractured rib. Dr believes that the vest caused the fracture and discontinued the use of the vest.

Manufacturer narrative:
The hill-rom investigation indicated there was no malfunction with the unit. Vest generator frequency and pressure setting that were used: 14hz, pressure 4, for 20 minutes.